Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate. The manufacturer previously reported an issue with the device's lcd screen was observed and was replaced to address the issue. The lcd screen has not been replaced and is awaiting customer approval of the estimate. Additional information received indicates the device failed a test step during evaluation. The active exhalation control module needs replaced to address the issue.